Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the ¿device reset¿ being displayed was unknown. There were no issues experienced with the clinician tablet when communicating with other inss. No data files or session reports were available from the tablet from the time of the event.

Manufacturer narrative:
D.6a: implant date is year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ¿device reset: the system has detected a device reset¿ message was displayed when the patient¿s implantable n eurostimulator (ins) was connected to with a clinician tablet application. It was stated that ¿only the button to select the end of session appeared¿ and that the ¿same error was displayed even after several attempts to communicate and the session ended.¿ the application was then updated to the latest version; however, the error was not resolved. It was noted that communication with the ins was possible when a physician programmer was used and that the reset detected screen ¿ a power on reset (por) message ¿ was able to be cleared with the programmer. Communication was then able to be successfully performed with the clinician tablet and corresponding application. The issue had reportedly ¿resulted in an overdischarge.¿ the issue was resolved at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID: a71100, lot#/serial#: unknown, product type: software. Product ID ct900d, lot#/serial#: unknown, product type: multiple therapy product. G2 country: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.